Manufacturer narrative:
Updated section h6 (component code, type of investigation, investigation findings and investigation conclusions) the product was received for investigation. The report of "balloon did not deflate" was unable to be confirmed during evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 3 seconds without a syringe attached. Maximum deflation time from full capacity is 4 second per specifications. All through lumens were patent without any leakage or occlusion. No visible damage was observed on catheter. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. The IFU was reviewed and indicates "passively deflate the balloon by removing the syringe and opening the gate valve". Based on the available information, no root cause could be identified, as no defect was confirmed during the product evaluation. There are internal controls during the manufacturing process to avoid potential causes related to the reported malfunction, such as balloon inspection, balloon deflation time test, visual inspections and leak and flow tests.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during testing this swan ganz catheter, the balloon did not deflate. There was no allegation of patient injury. The device was available for evaluation.